Event description:
Boston scientific crm received information that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system exhibited vegetation growth in their heart. The entire system was to be explanted and a new system was to be implanted epicardially. Complications arose from the condition of the patient's heart and aorta during the revision procedure, which resulted in the patient being placed on bypass. The existing system leads were cut to remove the vegetative growth in the heart and on the leads. A new system was implanted epicardially while the patient was on bypass. Unfortunately, the patient expired prior to coming off bypass. The existing system and the new system were abandoned. Note-the patient had several competitor's leads.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.